Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering of insulin. Customer blood glucose was 90 mg/dl. Customer was treated with food for low blood glucose. Customer alleged that the insulin pump was over delivering due to that the insulin pump calculated correction bolus wrong. Customer stated that they were over bolus after insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.